Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, h7, h9, h11. The device was returned to olympus for inspection and the reported failure was confirmed. It was found that part of the biopsy valve was broken. The broken piece of the biopsy valve had been retrieved and returned. The shape of the detached rubber fragment matches that of the damaged portion of the biopsy valve. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during an unspecified diagnostic procedure, a rubber piece of the biopsy valve fell into the patient¿s body and was immediately retrieved. The procedure was completed after the biopsy valve was replaced with a new one. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.